Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting off. There was no impact to the customer¿s blood glucose. Reportedly, the customer did not have a method of backup insulin therapy and no additional information was provided by the customer.